Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure the lens was explanted with company lens on an unspecified date. Additional information has been requested but is not available at the time of this report.